Manufacturer narrative:
The device analysis report is attached. This report is submitted on april 14, 2020.

Manufacturer narrative:
This report is submitted on 27 february 2020.

Event description:
Per the clinic, the patient experienced infection at implant site and extrusion of the device, subsequently the patient was hospitalised and treated with IV antibiotics (duration not reported). The issue could not be resolved; the receiver-stimulator was explanted and the electrode array remains in-situ.